Manufacturer narrative:
Evaluation summary: the reported problem could not be duplicated after intensive investigation. The external battery from the returned customer ventilator was connected to a known good ht50 and allowed to ventilate at the same settings; the ventilator operated normally and did not display the same behavior as reported by the customer. The following findings were newly detected during the investigation: the ventilator was connected to an external battery, using a newport reusable circuit and test lung. The ventilator was allowed to ventilate at the reported user settings. It was found that after about 20 minutes of operation, the ventilator constantly switched between external and internal power during each breath delivery. The power supply was then replaced and the ventilator operated normally without any further issue. The ventilator was powered on by internal battery and immediately after the ventilator finished its loading sequence, the "battery empty" alarm appeared immediately followed by the "low batt shutdown" alarm and the ventilator shut down. Switching the power source between internal battery and external power does not stop delivering gas to a pt; therefore, there is no possible risk to the pt. However, evaluation revealed that the internal battery in this ventilator did not have enough battery and the ventilator shut down immediately after "low batt shutdown alarm". As a result, if the reported incident were to recur and the external power was switched from a depleted battery as in this case, it would likely cause or contribute to a serious injury. Please note that according to the manufacturer's operating manual of the ht50 model, the internal battery should be replaced yearly or when the battery no longer meets the needs of the user. Please also note that this is a known issue and in response to this issue, an important medical device correction letter was issued in 2007, as a short term fix. The firm has submitted a long term corrective action as a supplement (the dual pac internal battery system) to its 510k which FDA has cleared in 2008.

Event description:
Reportedly, the ht50 ventilator gave beeping sound (audible alarm) and it stopped delivering breath with the error message "standby" on the display during use on a pt after it was operating on external power for a half an hour. The buttons on the control panel were inoperative and the silence button failed to silence the alarm. The alarm was heard and responded to by the pt. The pt was able to set up his backup ventilator without any injury. Failure analysis report of the returned ventilator revealed that internal battery in this ventilator did not have enough battery and the ventilator shut down immediately after "low batt shutdown alarm".